Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem to be with the tower door and not in the drawer. A field service engineer (fse) confirmed that the door emitted a humming sound when attempting to open. Inspection revealed a shelf bin sticking out and pressing against the door. The door remained tightly closed while the customer attempted recovery. Eventually, the customer was able to open the door and remove the obstruction with fse¿s assistance. The system functioned as intended after the customer repaired the device with the guidance of a field service engineer.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower had drawer failure. The malfunction occurred when the user was trying to issue the medication to the patient. The customer reported that there was a delay to the patient's workflow as the customer was unable to access the medications in that door until repair was made. There were no adverse events or injuries reported based on this incident.